Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. Initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization of a 10mm internal carotid-posterior communicating artery (icpc) aneurysm with subarachnoid hemorrhage (sah), the 10mm x 30cm axium prime coil (medtronic) framing was used as the framing coil followed by two 9mm x 25cm gly120925 galaxy g3 coils, three 8mm x 30cm target® soft detachable coils (stryker), two 6mm x 20cm target® soft detachable coils (stryker), one 3mm x 8cm target® soft detachable coil (stryker), one 3mm x 8cm gly120308 galaxy g3 were used before the complaint coil, a 2mm x 6cm galaxy g3 mini coil (glm920060 / l16329) was inserted into the sheath introducer and was not able to advance. The physician replaced this coil with a smaller sized coil, a 2mm x 3cm coil and it advanced without any issue. The 2mm x 6cm galaxy g3 mini coil (glm920060 / l14602) was then chosen but this coil encountered the same issue when it was inserted in the sheath introducer and it could not advance. The physician replaced it with the 2mm x 3cm target® ultra coil (stryker) and the procedure was completed. There was no report of any patient adverse event or complication. The 2mm x 6cm galaxy g3 mini coil (glm920060 / l14602) was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2mm x 6cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The introducer was not returned with the device. The marker band was observed at 41cm from the hub; this is within specification. Microscopic inspection was performed, and the embolic coil was observed kinked and damaged. No other anomaly was observed. Functional evaluation was precluded as the introducer was not returned with the device, and the embolic coil was observed kinked and damaged. The complaint documented that the coil was impeded in the introducer was confirmed through the microscopic inspection even though functional evaluation could not be performed without the introducer being returned and due to the condition of the returned device. The kinked and damaged condition of the coil is likely due to force applied. The exact cause cannot be conclusively determined. A review of manufacturing documentation associated with this lot (l14602) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Coil kinking is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instruction for the device to prevent such issue as kink from occurring. The kinked and damaged condition of the coil was not originally reported in the complaint; however, the coil was impeded in the introducer. It is likely that the embolic coil became kinked and damaged during the advancement attempt where force may have inadvertently been applied and may have caused the coil to kink and became damaged as was observed during the microscopic inspection of the device. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2mm x 6cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the kinked and damaged condition that was found on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the stretched condition observed on the returned coil was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00098. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization of a 10mm internal carotid-posterior communicating artery (icpc) aneurysm with subarachnoid hemorrhage (sah), the 10mm x 30cm axium prime coil (medtronic) framing was used as the framing coil followed by two 9mm x 25cm gly120925 galaxy g3 coils, three 8mm x 30cm target® soft detachable coils (stryker), two 6mm x 20cm target® soft detachable coils (stryker), one 3mm x 8cm target® soft detachable coil (stryker), one 3mm x 8cm gly120308 galaxy g3 were used before the complaint coil, a 2mm x 6cm galaxy g3 mini coil (glm920060 / l16329) was inserted into the sheath introducer and was not able to advance. The physician replaced this coil with a smaller sized coil, a 2mm x 3cm coil and it advanced without any issue. The 2mm x 6cm galaxy g3 mini coil (glm920060 / l14602) was then chosen but this coil encountered the same issue when it was inserted in the sheath introducer and it could not advance. The physician replaced it with the 2mm x 3cm target® ultra coil (stryker) and the procedure was completed. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed in kinked and damaged condition. Based on the product analysis 4/6/2020, this event has been deemed MDR reportable as a ¿malfunction.¿